Manufacturer narrative:
One device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exceptions documents were found.

Event description:
The distributor alleged that a foreign object was found inside the fluid path of the drip chamber in their kit. This was identified during their initial inspection of received product. The device was not sent to a user facility.